Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event, treatment details, hospitalization and patient's recovery status were not reported. A new peritoneal dialysis catheter was placed on an unreported date (further details not reported). Action taken with peritoneal dialysis therapy was not reported. No additional information is available.